Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report intermittent button response on the insulin pump. Advised customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened/creased up button dome switch. The insulin pump has minor scratched display window and cracked reservoir tube lip.